Event description:
A pt started to eat alot of candy and blood glucose tested in normal range on device. Did not treat pt due to device readings in normal range. Pt became lethargic and disoriented. Subsequent testing by emt's showed blood glucose was in below normal range. Pt was hospitalized for 6 weeks to stabilize blood glucose and reduce insulin dosage. Strips in use expired in 1992, never used controls (exp. 5/92), or cleaned device in the 1 yr that they have had it. No info on lab results during that time.